Event description:
The customer reportedly generated a plan in brachyvision using the default applicator length of 150cm. A printout was obtained from this plan. After measuring the catheters, customer changed the applicator length of each applicator in brachyvision. This change caused the dwell times to be rearranged in the plan report, leading to a potentially incorrect treatment plan.